Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade did not retract back and appear exposed inside the jaws. Root cause attributed to manufacturing. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an error occurred related to the vessel sealer extend (vse) instrument and the patient became unusable. The procedure was completing as planned with no reported injury.